Event description:
During the procedure, the perfusionist noticed that some of the blood was leaking past the stopcock directly into the cardioplegia line without getting through the heat exchanger. The perfusionist experienced difficulty in keeping the heart arrested. The perfusionist stated that the patient was fine.

Manufacturer narrative:
The lot number is unknown. It was not provided by the facility. Without the lot number, the expiration date is also unknown. Without the lot number, the manufacturing date is also unknown. Sorin group (B)(4) manufactures the csc14. It is a component of the custom perfusion pack. The 510(k) number is k012898. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). During the procedure, the perfusionist noticed that blood was leaking past the stopcock directly into the cardioplegia line without going through the heat exchanger. Due to the placement of the temperature probe above the stopcock, the cardioplegia appeared colder than it actually was. The perfusionist experienced difficulty keeping the heat arrested. The facility did not save and return the product for evaluation. Another unit from the same lot was leak tested using dye to visually observe the fluid path for leaks. No leaks were observed bypassing the stopcock and no dye was seen exiting the outlet port without first passing through the heat exchanger. The sample unit was then tested for heat exchange efficiency and found to meet specification. The manufacturing records were reviewed and no abnormalities were found. Without the physical device, the root cause for the reported problem can not be determined. Sorin group (B)(4) concluded that the difficulty in arresting the heart could have been a result of other causes such as the composition of the cardioplegia solution or the clamp used to intermittently administer the solution. No further action is deemed necessary.